Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon could not fully seat the liner during implantation. Surgery was delayed 30 minutes. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: UDI #. Concomitant medical products: g7 finned 4 hole shell, catalog#: 110017105, lot#: 6057872; taperloc femoral, catalog#: 51-101110, lot#: 3743645; biolox modular head, catalog#: 12-115122, lot#: 2887338; ringloc + acetabular drill bit, catalog#: 31-323230, lot#: 970150. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner found multiple forms of damage. The rim of the liner is gouged. A small scratch/gouge was observed on the outer radius. The side wall and scallops also showed signs of gouging. The barb is deformed in multiple areas. A material hair was also found to be protruding from the barb. All forms of damage observed appear to be from attempts to impact and remove the liner. No dimensional analysis will be completed due to the liner being impacted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.